Manufacturer narrative:
- Analysis of the provided patient files confirmed a reset occurred on (B)(6) 2025 at 18:55 (according to programmer time) at the end of the follow up. This reset was caused by an abnormal decrease of the device internal supply after the launch of manual continuity measurement on rv coil, most probably due to a hardware limitation which can occur during inductive telemetry. After the reset, 4 impedance measurements tests (ra, rv lv and continuity measurement on rv coil) were successful performed. - the battery voltage after the reset was measured at 2,77v. - normal behavior was restored after the reset. No other anomaly was observed on the device. - on (B)(6) 2025, the battery voltage after the reset was measured at 2,72v. The typical longevity is estimated to january 2026 (minimal value should be october 2025). It corresponds to value indicated during the previous follow-up on (B)(6) 2025 (minimal value should be october 2025).

Event description:
Reportedly, a reset of the ICD occurred on (B)(6) 2025. The physician would like to know at what time occured the reset and what the estimated time to rrt.